Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional device information - unique identifier (UDI) # - correction, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The transmitter was returned for evaluation. The transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range was confirmed. The root cause was determined to be a defective transmitter.